Event description:
Related manufacturer report number: 3006705815-2022-13627. It was reported that the patient was experiencing ineffective therapy due to their leads having migrated. The issue was confirmed via x-ray. Reprogramming was unable to provide effective therapy. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as surgical intervention was not performed on the leads